Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's left breast became hard and bigger than the other breast. The patient's physician could not confirm if the condition was caused by the lifevest. The patient's physician prescribed antibiotics for the skin irritation. Follow up indicated that the skin irritation improved.